Event description:
It was reported the patient was on program #2 and it was not working. He had been urinating all night. The minute he laid down, an hour later he was going to the bathroom. It was painful last night and the patient's friend had to come over and shut the device off. He went from 2 amplitude to 3 amplitude. When the patient went into program #1 - amplitude 2, he had pain in groin area and the entire right leg felt like needles and pins. The implantable neurostimulator was turned off and the patient felt better than he has in quite a long time. He was still having problems with the flow of urine. The patient was implanted in 2010 and it had not really helped him. He had multiple uti's. He was on tobiaz and that made the bladder weak and relaxed it too much. The patient was no longer on this medication as of (B)(6) 2011 and only had one uti since then. It was believed the patient had uti, but not confirmed and the physician put him on cipro (antibiotic). The patient had increased frequency. The patient went to the ER and urine was "crystal clear - no uti." They thought the stimulation was causing the feeling of uti sensations. The patient had a call into the health care provider and had an appt for the (B)(6). Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v391131, serial#, implanted: 2010 (B)(6), explanted: product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ: programmer, patient. (B)(4).